Event description:
Pt on ventilator due to respiratory failure and poor cardiac output. Ventilator alarmed. Chest wall appeared not to be moving. Ventilator did not pressure check on 2 attempts and felt not to be cycling. Pt hand ventilated. Ventilator changed. Pt placed on new ventilator but had developed bradycardia and arrested. Unable to resuscitate. Preliminary evaluation by bio med dept revealed failed component of flow/pressure transducer not heating, but at this point it is unknown whether this failure was related to ventilator alarming.